Event description:
Related manufacturer reference number:1627487-2022-06066. It was reported that the patient experienced ineffective therapy. X-ray imaging confirmed migration of the right lead. As a result, surgical intervention may be undertaken in the future. It is unknown which lead migrated; therefore, both leads will be reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.